Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and failure analysis found the primary failure of thermal damage to the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests.

Event description:
It was reported that during central processing, damage to the plastic part of the fenestrated bipolar forceps (fbf) instrument was identified. There was no reported injury.